Event description:
The patient had 2 endeavor sprint stents implanted during the index procedure; one endeavor sprint otw was implanted in the first diagonal and an endeavor sprint rx was implanted in the prox rca. Index procedure date is currently unknown. It was reported that the patient was diagnosed with end stage heart disease and was discharged for palliative care as a bridge to hospice. The investigator has indicated the event was not related to the study device, study procedure or drug. Approximately 9 days after being discharged, the patient died and the cause of death was determined to be end stage renal and heart disease. There was no evidence that the death was associated with an mi or stent thrombosis. The investigator has indicated the death was not related to the study device, study procedure or drug. Ref MFR# 9612164-2011-01547, 9612164-2011-01548.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (death). (B)(4).

Event description:
It is reported that approximately 8 months post index procedure the patient was hospitalized for approximately 4 days prior to being transferred to speciality hospital where patient expired approximately 5 days later. Ref MFR# 9612164-2011-01547, 9612164-2011-01548.

Event description:
The educate clinical events committee adjudicated that a mi (arc) occurred approximately 8 months post index procedure, acls and defibrillation were performed prior to the patient's death.